Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR; adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it, in part, substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. It's unknown if the customer reverted to manual CPR or not when the stoppage of autopulse occurred, and it's unknown if return of spontaneous circulation (rosc) was achieved once or not during the resuscitation. Queries were sent to the customer for clarification. The customer stated there was no successful outcome for the above-mentioned patient events and cannot advise whether the patients' outcome was related to the reported battery problem. No further information was provided. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by interruptions compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer initially reported that a fully charged autopulse li-ion battery would not power up the autopulse platform. Upon further follow-up, the customer reported two patient events. The customer stated that they have three batteries (sn (B)(4), (B)(4), and (B)(4) in rotation and cannot advise which battery was used during the following patient events. Patient #1: on (B)(6) 2022, the autopulse li-ion battery was used with the autopulse platform for resuscitating a patient. The battery was fully charged before using it for CPR, and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. The autopulse platform stopped after performing approximately 25 minutes of compressions. The battery was replaced, and the automated CPR was continued for the rest of the call using the same autopulse platform. It is unknown for how long the automated CPR was performed. Upon returning to the station, the customer checked the battery status before charging it and the status leds of the battery showed three green lights. Patient #2: on (B)(6) 2022, the customer placed the autopulse li-ion battery into the autopulse platform for resuscitating a patient; however, the battery would not power up the autopulse platform. The battery was fully charged before using it for CPR, and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. After replacing the battery, the autopulse platform powered on. It is unknown for how long the automated CPR was performed. The customer stated there was no successful outcome for the above-mentioned patient events and cannot advise whether the patients' outcome was related to the reported battery problem. However, the msa evaluated the incident and determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.